Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and migration.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure was completed without any issue. On (B)(6) 2020, the patient underwent another endovascular treatment of an aortic arch aneurysm with conformable gore® tag® thoracic endoprosthesis and utilized an gore® dryseal flex introducer sheath. Upon placing the stent grafts without any issue, a confirmation angiography was performed, and it revealed that the contralateral leg component that was placed at right side was migrated proximally and a distal I endoleak occurred. An additional stent graft was placed and the endoleak was resolved. The patient tolerated the procedure.